Manufacturer narrative:
When completed, the investigation results will be submitted in a supplemental report.

Event description:
A piece of plastic broke off the trial insert.

Manufacturer narrative:
An event regarding fracture involving a triathlon standard insert trial was reported. The event was confirmed. Method & results: device evaluation and results: a visual inspection noted that the inferior side of the trial has a fracture along the rim and the superior side has scratches along the articulating surface. Consultation with material analysis engineer indicated, "after evaluating device, damage was observed on the distal surface of the trial. The fractured tabs on the distal surface are consistent with a fracture due to an overload condition, as determined by the hackles on the fracture surface. Deformation was also observed on the proximal and distal surfaces of the trial." Medical records received and evaluation: not performed as clinical factors did not contribute to the event. Device history review: all devices accepted into final stock conformed to specification. Complaint history review: there have been no other events for the lot referenced. Conclusions: the returned device confirms the reported event of a fractured trial. The investigation concluded the reported event is the result of a design issue. To address this issue, a design change occurred in 2010 to obsolete this product and create a new replacement product. No further investigation is required at this time. Stryker reserves the right to re-evaluate this investigation if additional relevant information becomes available.

Event description:
A piece of plastic broke off the trial insert.